Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient's battery died in her patient programmer (pp) and she could tell because she continuously peed. The patient stated that it was non-stop and it was worse than usual. The patient noted that she hadn't had any relief but she did have some relief when her pp battery got low or goes dead, immediately. The patient further stated that she changed the pp batteries and went to sync up with her implant and noticed that there was the low ins battery picture. The patient mentioned that her controller battery died pretty often and stated that she noticed her controller battery died last week. The patient clarified and confirmed that her pp battery lasted for 1-2 months and it was reviewed that it seemed like the battery was lasting in the normal time frame. Troubleshooting attempts were made and the patient programmer showed stimulation was on but the patient reported a bad fall where she landed right on her implant site a year after the implant was put in 2017. The patient reported that she was totally out of control. It was also stated that the patient saw the ins low battery icon on the therapy screen and the patient had never seen the low ins battery before. The patient noted that it had only been two years and one month since she had the implant put in and confirmed that she had always been on a high setting. The patient was currently on 8.4v and it would not go higher than that. It was mentioned that the patient was dissatisfied with the ins longevity and the patient was redirected to their health care professional.